Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported event. Visual inspection under magnification of the wand shows no electrode wear. The insulation on the shaft is in its original condition. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the error, the wand performed as intended. The suction line was tested and performed as intended. The complaint was verified with several root causes that could have contributed the reported error. The rf controllers may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to this kind of errors include disconnecting the wand from the controller after power has been turned on; previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery when the wand was plugged in it immediately alarmed and showed an error code e7. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.